Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device was explanted and replaced due to a loss of telemetry and no magnet response during interrogation attempts. At the patient's last follow up visit, approximately 3 months previously, the device indicated a longevity of 10-35 months. No patient complications were reported as a result of this event.